Event description:
It was reported the programmer displayed an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported error message. However, the device had two other error messages that would not clear, and the printed circuit board (pcb) was found to be out of electrical specification. The top case was also found to be broken at the handle and into the keyboard compartment.